Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- product complaint # (B)(4). The driving cap/threaded (part # 03.010.523; lot l731153) was received at us cq. The threaded distal tip broken off at the most proximal thread form. The device had surface scratches along the shaft. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. The complaint condition is confirmed for the driving cap/threaded (part # 03.010.523) as the threaded distal tip was broken off at the most proximal thread form, and therefore unable to thread and assemble. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Sustaining engineering ticket as also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot ==> part number: 03.010.523, lot number: l731153, manufacturing site: bettlach, release to warehouse date: 23. Mar. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a femoral recon nail insertion procedure on (B)(6) 2020, the while maletting driving cap attached to aiming arm, the threaded driving cap broke off into the radiolucent insertion handle. The issue caused a minor impact where the surgeon/assistant had to manually hold the driving cap in place after the threads broke off in order to continue with the surgery. The procedure was successfully completed with ten (10) minutes surgical delay. Patient status is unknown. Concomitant device reported: radiolucent insertion handle (part # 03.033.001, lot # l700502, quantity 1), unknown femoral nail (part # unknown lot # unknown, quantity 1), unknown hammer (part # unknown, lot # unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).